Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the auth said the pw is not suctioning, she is experiencing leakage. Patient is waking up wet. Rep performed troubleshooting and pw failed. No additional information provided. (Used with male wicks).